Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-19512. It was reported the pt wanted a longer recharge interval. The ipg was explanted and replaced. During the surgery it was discovered the lead had pulled halfway out of the header. The lead was fully inserted in the new ipg. The pt received effective stimulation coverage post-operative. Device will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.